Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic hand assisted colon resection procedure, the trocar was leaking. The surgeon used the device to complete the procedure but was a nuisance to the surgeon. There was no patient consequence reported.